Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 5: reference MFR. Report: 1627487-2018-06556. Reference MFR. Report: 1627487-2018-06597. Reference MFR. Report: 1627487-2018-06598. Reference MFR. Report: 1627487-2018-06599. The patient is implanted with 3 leads and 2 extensions and the manufacturer is unable to determine which lead and extension are liable thus all leads and extensions are reported. It was reported the patient underwent surgical intervention on (B)(6) 2018 to replace the ipg and during the procedure the physician pulled the middle lead at t9 out accidentally but not the anchor, thus the middle lead was explanted but not the anchor. The middle lead and extension were explanted. In addition, two extensions were implanted and attached to the two leads left implanted into the patient. Postoperatively, the patient was receiving effective stimulation.